Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor was stuck in the sensor pack and she was incapable of inserting the sensor to measure blood sugar. Customer further reported that on (B)(6) 2019, she experienced symptoms described as sweating, shaking, pale skin and a loss of consciousness. The paramedics were called, and the customer was taken to the hospital where she was diagnosed with diabetic ketoacidosis (dka) and was administered with glucose and saline solution intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The applicator and sensor pack for sensor serial number (B)(4) have been returned and investigated. Visual inspection has been performed on both the applicator and sensor pack, no issues were observed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the sensor patch is returned, the case will be re-opened, and a physical investigation will be performed. Section has been updated based on product download

Event description:
Customer reported the adc freestyle libre sensor was stuck in the sensor pack and she was incapable of inserting the sensor to measure blood sugar. Customer further reported that on (B)(6)2019, she experienced symptoms described as sweating, shaking, pale skin and a loss of consciousness. The paramedics were called, and the customer was taken to the hospital where she was diagnosed with diabetic ketoacidosis (dka) and was administered with glucose and saline solution intravenously. There was no report of death or permanent injury associated with this event.